Event description:
While performing preventive maintenance, the respironics service technician reported finding the ventilator power cord plug was discolored. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The service technician replaced the power cord to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The power cord was returned to the factory for failure analysis. Visual inspection of the power cord revealed evidence of carbon buildup and discoloration to black wire ground post. In addition, both posts were bent which is an indication of user abuse. Testing of the power cord revealed an intermittent connection at the ground wire post. Failure of the power cord during use on a patient can likely cause loss of ac power and shut down of the ventilator if there is no alternate backup power available.

Manufacturer narrative:
Na